Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: nc quantum apex mr 15mm x 2.00mm was returned for analysis. A visual and tactile examination identified no issues with the shaft of the device, and no issues identified with the distal extrusion. A microscopic examination identified a pinhole in the proximal part of the distal markerband of the balloon. Tip showed no signs of tip damage. A microscopic examination of the markerband identified no damage. An encore inflation unit was used to inflate the balloon to 20 atmospheres.

Event description:
Reportable based on device analysis completed on 25-sep-2024. It was reported that shaft leak were encountered. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Pre-dilatation was performed with a 15 mm x 2.00 mm nc quantum apex balloon catheter, and while inflating, the balloon started leaking contrast at 4 atmospheres. The device was removed, and the procedure was completed with a different device. However, returned device analysis revealed balloon pinhole.